Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the guidewire failure to be advanced into the right-atrial (ra) lead. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of stylet cannot be inserted was confirmed. A complete lead was returned in one piece without the stylet used during the procedure. The cause of the reported events was isolated to the blood inside the connector pin region. Visual and x-ray examination did not find any anomalies.